Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient noticed over the past 8 months or so that he was leaking a bit more and suspected that it may be due to a system issue. The patient was expected to consult with his physician.